Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified. Seroma: unable to observe, as it is a medical event. That is not related to the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Rupture: no observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, right side capsular contracture, baker grade ii. The patient subsequently reported, "sliver of fluid around the implant". And right sided "early intracapsular rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported capsular contracture, baker grade ii. The patient subsequently reported "sliver of fluid around the implant" and right-sided "early intracapsular rupture". The device remains implanted. This relates to the right side.